Event description:
It was reported that the procedure was to treat a heavily calcified vessel in an unspecified artery. The 2.75x18mm xience alpine stent delivery system (sds) was attempted to advance and it was noted that the stent strut was broken in the distal third making the implantation impossible. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported stent break was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the heavily calcified artery causing the reported failure to advance and noted stent damage. The reported stent break was not confirmed during return evaluation of the device; however, it is possible the noted stent damage was inadvertently identified as a stent break. There is no indication of a product quality issue with respect to manufacture, design or labeling.